Manufacturer narrative:
The reported incident that plate trial anchorage for plate plp10341 was alleged of issue s-170 (known misuse reported by the user) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a deviation from the operative technique. Template plate drawing and implant plate drawing have been compared and discussed with r&d. Differences between template plate and implant plate are listed bellow: only 1 hole is threaded on the template plate, whereas all holes are threaded on the implant plate; that means only 1 locking screw can be inserted and other screws are not locked. Template plate has "do not implant" lasermarked on it, whereas implant plate don't. Otherwise, products have the same characteristics (material, shapes, dimensions, etc.) And the same manufacturing process. As this product is a template and considered as an instrument, this device is not designed and studied to be implanted. In consequence, we cannot rule on possible adverse consequences and we advise the surgeon to explant the product as soon as possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It has been reported, during a review by the kit inspectors, it has been noticed that one of the trial plates was missing. The surgeon who carried out the procedure was contacted and after asking him and reviewing the surgical reports, he suspected that during a foot osteosyntheses procedure he could have implanted a trial plate. The surgeon explained that all the procedure was performed perfectly and he didn't notice any difference in the plate he implanted. The surgeon requested information regarding possible adverse effects for implanting a trial plate.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
It has been reported, during a review by the kit inspectors it has been noticed that one of the trial plates was missing. The surgeon who carried out the procedure was contacted and after asking him and reviewing the surgical reports, he suspected that during a foot osteosynthesis procedure he could have implanted a trial plate. The surgeon explained that all the procedure was performed perfectly and he didn't notice any difference in the plate he implanted. The surgeon requested information regarding possible adverse effects for implanting a trial plate.